Event description:
This spontaneous case was reported by a family member and describes the occurrence of application site burn ('burn') in a (B)(6) female patient who received dr scholls freeze away common and plantar cryogenic wart remover for wart and therapeutic skin care topical. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device leakage "some liquid leaked out of the bottle and dripped onto her ankle" on (B)(6) 2019. According to the reporter, the patient had no relevant medical history or concurrent conditions. On an unknown date, the patient started dr scholls freeze away common and plantar cryogenic wart remover. On (B)(6) 2019, the patient experienced scar ("she is going to have this scar for life"). On (B)(6) 2019, the patient experienced application site burn (seriousness criteria medically significant and intervention required) with erythema, skin discolouration and joint swelling. On (B)(6) 2019, the patient experienced gait disturbance ("she is limping"). The patient was treated with dermatologicals. At the time of the report, the application site burn, gait disturbance and scar had not resolved. The reporter considered application site burn, gait disturbance and scar to be related to dr scholls freeze away common and plantar cryogenic wart remover. The reporter commented: for the first time I applied this dr. Scholl's freeze away wart remover kit liquid to a wart on my daughter's outer ankle. While I was applying it some liquid leaked out of the bottle and dripped onto her ankle. She immediately washed her skin 10 seconds after I applied it. Her skin was not red or irritated after she washed it off. However on the next day, her skin was red, burned off, her skin is purple, blue and black, she can't wear shoes and she can't walk. The area is the size of a golf ball. I am upset because she can't do her do her gymnastics, she is limping, she can't compete in acrobatic competitions and is going to have this scar for life. Seeking medical compensation for daughter. Reporter stated she will be taking consumer to the emergency room the afternoon of (B)(6) 2019. She is treating consumer's burn with burn cream. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Amendment: the report was amended for the following reason: upon internal review, this case was updated to "potential legal case". Moreover the event "burn" was added and categorized as "incident". No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.